Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that a left ventricular (lv) lead was explanted due to phrenic nerve stimulation. A new lead was successfully placed in different coronary sinus branch. Lead will not be returned due to disposal. No additional adverse patient effects were reported.